Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating currents, reset error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm. The insulin pump was programmed with the current time and date and monitored for several days. The time and date functioned properly. No time/clock anomaly or low battery alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump clock was losing time. The time loss was greater than 3 minutes within 10 days. The blood glucose reading was 137 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.